Manufacturer narrative:
Ous MDR - the analysis of the linox sd did not show any deviations from the technical specifications that could be related to the clinical complaint. The analysis did not find any indications of material defects or manufacturing errors.

Event description:
Ous MDR- after an implantation time of about 12 months, oversensing with artifacts were reported. The initial examination of the returned egms showed interference in the atrial channel. The ventricular channel was free of interference. No worsening of the patient's state of health was reported. Selox sr 53, (B) (4), MDR 1028232-2010-01080.